Event description:
Device report received from (B)(6) reported patient previously experienced screw removal for failed arthrodesis and was implanted with hindfoot arthrodesis nail and spiral blade. Six weeks post operatively the blade migrated and patient was revised to a new spiral blade. This is the first of two reports for this event.

Manufacturer narrative:
Device was used for treatment. Investigation could not be completed, no conclusion could be drawn as device was not returned and part number and lot number were not provided.